Event description:
It was reported that during an implant procedure of a right ventricular leadless pacemaker (rvlp) that upon repositioning the helix started to stretch, and the chevron rocked half a turn during tether mode. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. The patient was stable following the procedure.

Manufacturer narrative:
Correction: h6 - investigation conclusions code updated to unintended use error cause or contributed to event.

Manufacturer narrative:
The reported event of stretched helix was confirmed, positioning failure was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Further analysis performed indicated the device exhibited normal device characteristics, and review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.